Event description:
The complaint alleges that musc left a retractor blade in (B)(6) abdomen during an esophagectomy performed on (B)(6) 2022. The retractor blade remained in mr. (B)(6) body and was not discovered by musc for five days. By the time it was discovered, the retractor blade had perforated mr. (B)(6) colon and caused a devastating infection. Mr. (B)(6) died on (B)(6) 2022 as a result. Electronically filed -(B)(6) 2024, (B)(4).

Manufacturer narrative:
Thompson surgical was first made aware of this complaint through a consultant that saw a news report that alleged a thompson surgical instrument blade was cited in a lawsuit. This instrument used for retraction of the incision remained inside the patient after surgery. We noted a recent error in our documentation that caused us to fail to report this adverse event when made aware back on november 12th, 2025. We made that correction today 2/10/2026.